Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated ad it was determined that the reported condition that the device had an undetermined malfunction was confirmed. An assessment was performed and it was determined that the tip of the device was damaged. It was further determined that the device failed pretest for visual assessment. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that the craniotome device had an undetermined malfunction. During in-house engineering evaluation it was determined that the tip of the device was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.